Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had original the pump and catheter, and was due for a pump replacement in 2023. The patient was in surgery on (B)(6) 2023 for that pump replacement. The patient said she felt warm, as if she had a fever just 8 days post operative. The patient was examined by one of the physicians, and confirmed a surgical site infection. The surgeon did move on to prepping and implanted. It was noted the rep was not made aware of the patient having a surgical site infection or the explant. The patient's status was "alive-no injury." The patient's medical history was asked but unknown. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2024-05-30 and it was reported the explant date of the pump was (B)(6) 2023. The pump was reimplanted on (B)(6) 2024 and the infection was resolved. It was reported the surgeon did move on the prepping and removed the newly implanted pump on (B)(6) 2023.